Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) There is no patient consequences .product when foil was opened dr faced thread at swaze paint not attached dr told 5 to 6 foils had same. That is the complaint. I couriered complaint code foil. Received the information from ot nurse and dr. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a suture and one detached needle was received for analysis. Product code nw1741. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that short insertion was observed in the strand. Suture thread and needle swage point not attached. There were no patient consequences. Additional information was requested.